Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices ((B)(4)) used during the same procedure. It was reported to boston scientific corporation that two resolution clip devices were used in the cecum during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, both clips were deployed; however, the clip failed to release from the catheter. Eventually, the clip was released after some manipulation of the scope and the procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device found that the control wire detached from the handle. A number of kinks were noted along the control wire and also at its proximal end there is evidence that it was not flattened properly. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
This report pertains to one of two devices (10158887) used during the same procedure. It was reported to boston scientific corporation that two resolution clip devices were used in the cecum during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, both clips were deployed; however, the clip failed to release from the catheter. Eventually, the clip was released after some manipulation of the scope and the procedure was completed at this time. There were no patient complications reported as a result of this event.